Manufacturer narrative:
Reporter informated the company that the product has been discarded.

Event description:
[Oral-b refills] falls in mouth [device breakage]. Case narrative: reporter via phone stated that brush head falls in their son's mouth. No injury was reported. Follow up received on 29-dec-2025: batch/lot code updated in concomitant product. No injury was reported.

Manufacturer narrative:
Reporter unformatted the company that the product has been discarded.

Event description:
[Oral-b refills] falls in mouth [device breakage] case narrative: reporter via phone stated that brush head falls in their son's mouth. No injury was reported.